Event description:
It was reported the patient experiences uncomfortable and intermittent stimulation. Reportedly, stimulation is effective when she presses down on the ipg. X-rays taken were normal as well as impedance values. The patient will consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified reprogramming resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.